Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The tubing got detached from the hub. The infusion set was in use for 12 hours. The patient replaced cartridge, infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011711 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011711 was packaging according to work instruction (wi) version 120 in the line 5 on 14/feb/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b01326 was manufactured according to the form version 66 and manufactured in the machine sc04, on 13-feb-2025, with a total of (B)(4) units. The lot 4k03706 was manufactured according to the form version 65 and manufactured in the machine sc03, on 15-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.